Event description:
Using the eviva (0913-20 vertical) stereotactic guided breast biopsy system, and a hologic vacuum assist, the patient was put in a lateral to medial position for her right breast. Patient was in a sitting position. Patient had implants. Area of concern was inferior and very superficial, meaning it was right under her skin. Biopsy needle aperture was placed flush and parallel to the patient's inferior skin. The aperture cut a laceration about an inch wide on the patient's inferior breast.